Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our current knowledge.

Event description:
Attorney's report of pt's alleged recurrent hernia, the mesh required to be re-secured to the fascia, a secondary recurrent hernia during which the mesh was explanted, small bowel adhesions, bowel obstruction, wound and fungal infections, ongoing wound drainage and wound debridement.